Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo implant at c4/5 on (B)(6) 2024. The patient was experiencing right arm pain and it was found that the implant had migrated anteriorly. Implant was used off label and was placed on top of several fused levels. The surgeon removed the implant and fused the patient on (B)(6) 2024. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. A device evaluation could not be completed as the implant was not returned following the removal surgery. Imaging was provided that showed the implant migration. The removal was completed due to patient arm pain, the arm pain was caused by the implant migration. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c vivo implant at c4/5 on (B)(6) 2024. The patient was experiencing right arm pain and it was found that the implant had migrated anteriorly. Implant was used off label and was placed on top of several fused levels. The implant was removed and the patient fused on (B)(6) 2024.